Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar occurred on the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p) due to a pacing impedance measurement greater than 2000 ohms. No adverse patient effects or interventions were reported. The clinician reportedly planned to continue to monitor the patient.